Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 08/21/2014 - plaintiff's preliminary disclosure form was received. Invoice was located which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/03/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/28/2014 - medical records received. Patient revised to address bursitis. The information received does not change the MDR decision. This complaint was updated on: 08/19/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege: past and future medical expenses, attorneys fees and costs, pain and suffering, disability, impairment, loss of function, use and range of motion, decreased and poor hip performance and longevity, gait disturbance, loss of enjoyment of life, emotional distress, increased likelihood of future complications and surgery, increased likelihood of disability, increased likelihood of arthritis, fear of future complications and surgery, fear of metallic and other particulate contamination of the blood and the body, exacerbation of underlying hip joint disorders, internal scarring , and irritations and injury to tendons, ligaments, muscles, blood vessels, cartilages, nerves, ones and soft tissues of the hip joint and surrounding areas along with past and future loss of wages, impairment of earning capacity, employment and employment opportunities, decreased work life expectancy; doi: (B)(6) 2007 left hip; dor: none reported; patient residence: (B)(6). Update (B)(4) 2014 (B)(4) received. Updated dor, adding 4 products (no lot numbers available), patient demographics and added poor joint mechanics and dissatisfaction to the reasons for revision.